Manufacturer narrative:
Upon investigation, the nylon shaft to pusher body joint failed. Review of the lot history did not produce any findings relevant to this report. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that the attached event is reportable as a "product problem (malfunction)."

Event description:
The physician attempted closue of an arteriotomy site with the starclose device following an unk procedure. The device was deployed into the subcutaneous tissue. Hemostasis was achieved with manual compression. There was no patient injury reported.